Event description:
Boston scientific received information that the home monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular lead and pacemaker. Review of the remote home monitoring system data revealed that there was another out of range impedance measurement approximately one month earlier. There was also oversensing of noise on the rv channel. The patient will be brought in for evaluation. No adverse patient effects were reported and the system remains in service. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve showed a stable pacing impedance around 650 ohms between december 2017 and march 2018 with subsequent multiple intermittent increases up to greater than 2000 ohms until june 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the home monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular lead and pacemaker. Review of the remote home monitoring system data revealed that there was another out of range impedance measurement approximately one month earlier. There was also oversensing of noise on the rv channel. The patient will be brought in for evaluation. No adverse patient effects were reported and the system remains in service. No additional information is currently available. If additional information becomes available, the event will be updated.